Event description:
It was reported that multiple intermittent malfunction alarms occurred. Customer's blood glucose level was 17 mmol/l. Customer reset pump to resolve the issue and resume pump therapy.